Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that after sitting down after a walk the patient no longer felt stimulation. She turned stimulation back on with the patient programmer (pp) and felt it again. It was noted that the stimulation change was reported to be related to positional movement, but the patient had not checked their device with the pp. The patient was unclear on how to "check the implantable neurostimulator (ins)" without making any adjustments. The pp was used to sync with the ins and it was confirmed with the pp that stimulation was off. It was also showing she was on group b at 1.50 volts and was given groups a-d to try though the week and to report back to the manufacturer's representative (rep) on what works best. The patient stated she wasn't able to switch from group b to group a. Stimulation was turned back on which resolved the reported issue and the patient was feeling stimulation again. The patient was walked through getting to group a to try and she increased it to 1.20 volts and was going to keep it there for a while. She was also going to try group c and d the rest of the week and keep a diary to see which one worked best for her and follow-up with the rep. Next week. She then started to feel pain again so she raised stimulation to 1.50 volts and realized it wasn't helping much. She started to walk home and then stimulation shut off again. The patient asked if stimulation shuts off when the pp was away but it was reviewed that stimulation could only be turned off when the pp was synchronized with the ins. The patient further reported stimulation in the wrong location and she tended to feel stimulation all around the location she felt pain but not at the exact pain location. The patient only felt pain when she was stood, was brushing her teeth, or walking; otherwise she didn't have pain. The rep. Had tried reprogramming three times but she continued to have excruciating pain in the lower lumbar, right in the middle of the spine which she had since trial. Another group was tried but she continued to feel stimulation around the location of the pain but was going to try this for a day or two. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.